Event description:
Sub-septate cavity diagnosed during pre-treatment hysteroscopy. Ablation was followed by post-treatment hysteroscopy. Patient was discharged and readmitted 10-14 day later. Bowel and uterine perforation was diagnosed. End to end bowel anastomosis, hysterectomy performed. Patient recovered normally.